Event description:
The customer reported that the insulin pump alarmed no delivery. Troubleshooting was done. Customer's blood glucose was 213 mg/dl. During the troubleshooting, the insulin did not exit the tubing. Unable to continue call got disconnected. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).see manufacture report 2032227-2014 - 49650.